Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: during analysis of the sample, it was observed to be damaged and was received incomplete. No additional anomalies were discovered. Microscope test was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no corrective action will be taken at this time. This report is not intended to deny that patients experienced a problem with the device.   Reason for device explant and/or reoperation: grade ivcapsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 215cc mentor memorygel breast implants and experienced postoperative bilateral grade IV capsular contracture and left-sided rupture. As a result, the patient underwent bilateral removal and replacement with two 190cc mentor memorygel breast implants (left catalog #:3507190mc, left serial #: (B)(4); right catalog # : 3507190mc right serial #: (B)(4)) on (B)(6) 2019. Initially, bilateral rupture was diagnosed via MRI performed on (B)(6) 2019. However, upon explantation, the right-sided implant was found to be intact. This report is for the left prosthesis.